Event description:
Report from employee health nurse indicates two (2) nurses and a physician were experiencing asthma-like sysmptoms when exposed to cidex opa fumes. This report is the third of three reports. There is no additional info available for this third employee. It was also reported that there was a lot of construction going on in the department. The employee health nurse does not think the problem is the disinfectant.